Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had a prime anomaly. The customer stated that the insulin continued to drip after the motor stopped during the manual prime process. Insulin continued to drip after letting go of the act button. The customer¿s current blood glucose level was 320 mg/dl. They treated the customer¿s blood glucose level with manual injections. Troubleshooting was performed. An infusion set change resolved the issue. The deice will not be returned for analysis.